Manufacturer narrative:
The pod data shows the device generated an 0x6a occlusion alarm. Timeouts were observed at the end of the data. The investigation found blood on the adhesive pad and bottom housing window. And blood in the soft cannula, hard cannula and reservoir. The fluid path test was run, and fluid was unable to flow though the completed path due to the observed blood blockage in the hard cannula. The blood blockage in the hard cannula is confirmed as the cause of the reported 0x6a occlusion alarm. The formed needle and bottom housing were inspected, and no damages or defects were observed that would result in bleeding. The exact cause of the observed blood could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod generated a hazard alarm, detecting an occlusion. When the pod was removed from the infusion site (arm), the infusion site was found bleeding. The device investigation observed a blood blockage in the cannula during testing.